Event description:
It was reported that the device had tamper seal, broken *sticker peeled off after multiple testing of devices. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of brok - physically broken / tamper seal - broken - sticker peeled off after multiple testing of devices was confirmed. ¿ on (B)(6) 2025 unboxed and paperwork was received. ¿ confirmed report qc seal damaged. ¿ route the device to san diego repair center for normal processing. ¿ workmanship at bd field service. ¿ recommended bd san diego repair center to replace qc seal. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.